Event description:
ICU patient, being treated for tbi, was being mechanically ventilated in the neuro ICU. The patient suffered a desaturation event the previous day, which was attributed to a mucus plug. Patient was stable and placed on the device at 11:00 am ((B)(6) 2015). The airway pressure was unusually high and prompted several airway suctions. Airway pressure remained marginally high. Device was otherwise tolerated. Several hours into device use, fio2 was increased (to 60%) to compensate for a decrease in monitored arterial oxygen saturation (decreasing to 96%). Device was turned off after four hours of use. 60 minutes after the device was turned off, the patient suffered a desaturation, with sats reaching 70%. Patient was manually ventilated with 100% oxygen and emergency bronchoscopy was performed. A moderate amount of mucus was removed from the patient's left lung. After suctioning, the oxygen saturation returned to normal. The patient was returned to mechanical ventilation.